Manufacturer narrative:
The system was examined and the reported event was replicated. The auxiliary illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 11, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to auxiliary illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that lamps three and four were out and needed to be replaced. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Auxiliary (aux) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a calibrated system. Upon boot-up, a system message (sm) displayed. The ballast from the returned aux illuminator was switched with known good ballast and functionally tested. No sm displayed. The ballast was found to be nonconforming. The root cause of the reported event can be attributed to auxiliary illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).